Event description:
It was reported that the patient had her complete system removed on (B)(6) 2013 as she was having a lot of problems with it, including infections. The device was ¿continuously¿ being moved. The site was flushed. The patient was told that there was some ¿debris¿ left in her body. The patient received medication and felt much better. The patient had a followup appointment with her physician 2 weeks after the report. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v159096, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information stated the patient was very disappointed with the product. ¿it did not work after four processes removing it from right butt to left butt back to right and right to left, back and forth with sores and scars on her butt caused by infection sand so much pain and costly.¿ it was removed on 2013-(B)(6) and she learned to live with her problems. It was also stated on the removal of the product, a portion of the device remained in the patients butt because they could not get it all out.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.